Event description:
One endeavor drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic/free of symptoms at 30 day follow up. A spontaneous gi bleed is reported to have occurred approximately 4 months following index procedure. Investigator has indicated that the event did not lead to a hemodynamic compromise or a transfusion. Investigator has indicated that the event was not related to the study stent. Patient was asymptomatic/free of symptoms at 6 month follow up.

Manufacturer narrative:
Gi bleed.